Event description:
It was reported that the patient was having changes with their bowel and bladder. The patient developed problems with their bowel and urine and couldn¿t do either and ended up in the hospital. It was noted that the patient¿s health care provider (hcp) said ¿that never happens¿ and the patient should get help. The patient was sick for a number of days and ended up with a catheter in (B)(6). It was reported that the patient saw their hcp and everything was okay and the patient got better and had it adjusted again. The same thing happened a week ago and the patient¿s bowel distended and it was difficult to move their bowels. It was noted that it was affecting the patient¿s bladder and felt they couldn¿t urinate and just called their health care provider (hcp) today. The patient went in 5 days ago and they programmed it and everything was fine and then 2 days later, they had the symptoms again. It was reported that the patient we never given a book.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va04fb0, implanted: (B)(6) 2014, product type: lead. (B)(4).